Manufacturer narrative:
Visual inspection was performed and no issues were noted. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. During functional testing of the device, the air in line alarm could not be duplicated due to an unrelated issue that prevented the evaluation from being able to be completed. However, the testing did note upstream fluid readings that were out of specification caused by failed upstream sensor. Air in line alarms were verified through a review of the event history log. The evaluation found continuity across the tail pins of the upstream sensor which was determined to be the cause of the air in line alarm. The failed upstream sensor was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.